Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified shunt in the left forearm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.